Manufacturer narrative:
Bad 01/27/2017. Root cause: the reported complaint of the gas volume accuracy being out of tolerance was not duplicated. No fault was found on the returned oxygen flow sensor.

Event description:
During service, the manufacturer's field service engineer reported vent inop; o2 valve liftoff failure. No patient involvement.